Event description:
The manufacturer received information from a third party service center alleging a ventilator "service required" alarm condition occurred. The device was not in patient use. The manufacturer has requested additional information from the third party service center concerning the alleged alarm condition. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition occurred. The device was evaluated at a third party service center and the customer's complaint was confirmed. During evaluation at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's software was reloaded to address the issue.